Event description:
Philips received a complaint by the customer on the v60 indicating that the top platform was damaged and needed to be replaced. Per the good faith effort (gfe) response received on june 16, 2026, the top platform was severely damaged, and the device was unstable on the stand. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. An authorized service provider (asp) was previously dispatched onsite, and upon arrival, the asp ultimately replaced the top platform for repair, after which the issue was resolved. Following the top platform replacement, the asp returned the device to service as it passed the required performance verification tests per philips standard. No other malfunction was found. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.